Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door latch switch malfunction. During the evaluation, door not fully latched messages were reproduced. The messages were found to be caused by loose link screws. The screws were replaced.

Event description:
It was reported that a spectrum pump door latch switch had malfunctioned. It was also reported there was no patient injury.